Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user performed a cartridge change and filled tubing while still connected to the infusion set, then experienced recurrent low blood glucose, treated with a jelly sandwich that led to a rise to 220 mg/dl followed by another low; guidance was provided to treat hypoglycemia with 15 g of fast-acting carbohydrate and reassess after 15 minutes, and education on disconnecting during rewind and fill was completed. Symptoms included hypoglycemia, with a lowest reported value of 40 mg/dl and approximately 40 minutes outside the target range. Outcomes included self-management without professional intervention, no backup therapy, no ketone testing, and no acute complications reported. Investigation included review of device data, user interview, and troubleshooting and education regarding proper infusion set and cartridge handling and hypoglycemia treatment. Investigation of this case revealed user error related to filling tubing while connected, resulting in unintended insulin delivery and subsequent hypoglycemia, compounded by overtreatment of lows and corrective insulin leading to fluctuations. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge change and tubing fill, with contributory factors including overtreatment of hypoglycemia and subsequent corrections.